Event description:
The reporter contacted animas on behalf of his son (the patient) alleging that the patient was hospitalized for elevated blood glucose levels, nausea, vomiting, and ketones. The patient was hospitalized for 1 day on (B)(6), 2010. The patient's blood glucose on a glucometer was reportedly at least 500 mg/dl. According to the reporter, the patient was wearing the pump upon arrival to the emergency room (ER). The patient was taken off the pump and placed on an insulin IV drip. The reporter denied any redness, irritation, bumps, or swelling near the site. The pumps date/time was set correctly. The pump's alarm history showed 6 occlusion alarms beginning at 3:07 pm on (B)(6), 2010 until (B)(6), 2010, at 9:16 am. The bolus history showed 5 canceled boluses in the same time frame. The reporter claimed that the issue started after the patient changed the site on (B)(6), 2010, at 12:21 am. The reporter was able to disconnect the patient after each loss of prime alarm and subsequently primed the pump. The reporter confirmed insulin coming from the end of the tubing. The reporter denied having a bent cannula when the site was removed at the hospital. No sign of blood in set. The reporter confirmed that the patient has limited sites due to tissue exhaustion in arms and not enough subcutaneous tissue in the abdomen. The patient refuses to use legs per doctor's recommendations. The animas cde explained to the reporter the meaning of occlusions and probable cause of non-patent sites. The animas cde also advised the reporter to consult with a health care provider for recommendations of skin sites.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The animas cde involved in this contact determined that the pump was functioning properly. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.